Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event could not be determined although it can be presumed it was due to failure of main board. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the high flow insufflation unit froze and had an alarm. The issue occurred when preparing the device for use. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the complaint was confirmed. When insufflation was started, the device went off and only the power led was on with an audible beep due to a main board malfunction. The report is being submitted due to defects found during evaluation.

Manufacturer narrative:
This event is under investigation. A supplemental report will be submitted upon receiving additional information.